Event description:
It was reported that while using bd facslyric¿ 3l8c instrument they had carryover. The following information was provided by the initial reporter: "the carryover was observed on patient samples. However, no erroneous results were reported."

Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part#: 654587, serial#: (B)(6). Problem statement: customer reported a complaint regarding high carryover that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. Upon testing the instrument, the field service engineer did not find observe any carryover and the instrument was functioning as expected. Neither the customer nor any patients were harmed due to this issue. Investigation summary: manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part#: 654587. Date range from 15feb2022 to date 15feb2023. Manufacturing device history record (DHR) review: DHR part#: 654587, serial#: (B)(6), file#: (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint trend: there are 3 complaints related to the issue of high carryover for part#: 654587; date range from 15feb2022 to date 15feb2023. Returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. Service history review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2017. Defective part number: n/a. Work order notes: subject / reported: carryover from tube to tube. Problem description: carryover from tube to tube. Customer just had a pm on monday and they have observed the issue since then. Work performed: pqc was passing without any problems. Asked user to run couple of clean cuvettes, drain/fill flowcell and daily cleans. Cause: no issues found. Solution: no issues found. Parts replaced: n/a. Labeling / packaging review: n/a. Risk analysis: risk management file part#: 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes / no. Hazard ID#: libivd-ra-102 3.1.8. Hazard: incorrect output. Cause: sample carryover error - electronic. Harmful effects: events appear in wrong tube (false positive result). Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the cause of the carryover could not be determined as no issue was found. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of carryover could not be determined. The customer had initially reported that they were observing carryover following a pm (preventative maintenance) performed on the instrument. The fse (field service engineer) called the customer and confirmed that the pqc test passed without any issues. They then asked the user to run several cleaning procedures and carryover was no longer observed. No parts were requested for evaluation as there was no parts replaced, and the instrument was functioning as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the cause of the carryover complaint was not confirmed. The fse called the customer and confirmed over the phone that the pqc test passed with no issues. After asking the customer to perform some cleaning protocols, they confirmed that the carryover was no longer being observed. The instrument was performing as expected with no further issues. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using bd facslyric¿ 3l8c instrument they had carryover. The following information was provided by the initial reporter: "the carryover was observed on patient samples. However, no erroneous results were reported."